Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the failure analysis. The instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed based on failure analysis. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure and prior to ports placement, the fenestrated bipolar forceps (fbf) conductor wire insulation was peeled off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer to obtain additional information. The peeling of the wire coating was identified prior to starting the procedure. The fbf instrument was used to complete the procedure. The black conductor wire was loose and broken.